Event description:
It was reported that after an angioplasty of the popliteal artery, the balloon detached from the catheter as it was being pulled through the 5f sheath. The balloon was inflated one time, using an inflation device (atm's unknown). The sheath and balloon were removed together, and there was no reported injury to the patient. No further interventions required.

Manufacturer narrative:
The returned sample was evaluated visually. No introducer was returned with the product. The refolding tool was present on the catheter and the catheter was kinked in five locations. The distal end of the catheter shaft exhibited scuff/catheter marks approximately 12" up and down the shaft. Approximately, 3cm of the triple lumen is exposed on the distal end. The balloon, balloon markers, section of the inner shaft, balloon glue joint/neck, and approximately 3cm of the plastic covering of the triple lumen were missing from the catheter. Due to the missing catheter pieces, could not perform a complete evaluation to determine the root cause of the detachment. Visual analysis revealed severe damage to the catheter shaft, which could indicate that excessive force was applied when attempting to pull the catheter back through the introducer. Due to the missing catheter pieces, a complete evaluation could not be performed to determine the root cause of the detachment; however, no manufacturing defects were noted in the visual examination that would have contributed to the experience. The current IFU states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Do not continue to use the balloon catheter if the shaft has been bent or kinked.